Event description:
It was reported the patient underwent surgery on (B)(6) 2019 (reference MFR report 1627487-2019-03135) where the s1 lead the distal end of the lead broke off in the sub-dermal tissue. It was decided it would cause too much trauma to remove the broken lead. No surgical intervention will be done.